Event description:
It was reported that the patient had been having medical issues for years. They had their first surgery 20 years prior to the report for their issues. The patient had c5 and c6 fused and might need to get c3 and c4 fused. Their neck was giving them extra aggravation when they went to look down. Due to these spine and neck issues the patient needed an MRI so their doctor could determine what to do with surgery. The patient was not able to get an MRI because of their device being implanted. The patient had a cat scan and a bone scan done but they really needed an MRI. The patient didn¿t want their device taken out because there was a risk of bleeding if their doctor ended up ¿yanking¿ out their wires and the patient thought if there was bleeding they might end up paralyzed. The patient noted that the pain in their neck was getting worse and worse and they might end up being paralyzed from that because it was squeezing down on the nerve stem of their spine. The patient noted that the issues were not related to their device or therapy. The patient¿s leads were coming up an inch or so below the area where the patient was having problems. The patient¿s stimulator was down their belt line to the right of their belly button and their wires went around to the center of their spine and up their spine near where the patient¿s current issues were. The patient thought that taking the device out would not be an issue but explanting the wires might be an issue. It was noted that the patient was told that their circuits were shot by a manufacturer representative and they suggested another ¿circuit¿ to help with the patient¿s leg. The patient would forget about the extra stimulator for their leg and just wanted to get their implantable neurostimulator (ins) battery changed and went into the hospital and they were told to get the full anesthesia for this. The patient didn¿t see any reason the doctor would need to put them asleep. These issues were maybe 2-3 years prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had an appointment with the manufacturer representative (rep) the day following this report to see how long of battery life he had left. Since implant, the device had never really helped him. The patient had turned it off for about 3 years because of this and had recently turned it back on. Additional information received reported that the battery was dead. A replacement was in the process of being scheduled. Follow-up was performed to determine if the patient had any further concerns concerning their device/therapy. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the date of the event was (B)(6) 2011. The patient was scheduled to have a battery replacement that day and a new paddle lead implanted for lumbar pain. At the surgery the patient refused anesthesia and therefore the procedure was cancelled. The patient was given the option to go to a different physician or facility and they declined that. The patient was discharged from the clinic.

Event description:
It was reported that the battery replacement was for a cervical lead and the new lead was going to be implanted for lumbar pain.

Manufacturer narrative:
Concomitant medical products: product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3487a-33, lot# j0564191v, implanted: (B)(6) 2005, product type: lead; product ID 3487a-33, lot# j0555254v, implanted: (B)(6) 2005, product type: lead. (B)(4).